Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered the vacuum chamber was filled with liquid. The fse drained the chamber and restarted the instrument to resolve the issue. The fse stated that the waste pump did not start up to drain the chamber and the waste pump worked fine following instrument restart. The fse verified the repair as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported that approximately 10 ml of diluent leaked from the baths of the coulter act diff 2 analyzer. The customer indicated that the baths were overflowing and the vacuum isolator chamber (vc1) was not draining. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct contact with the leak was reported.